Event description:
It was reported that a revision surgery was performed due to medial clavicle plate breakage inside the patient. Implant was removed and replaced with periloc 3.5 superior clavicle plate.

Manufacturer narrative:
Results of investigation: the device, intended for use in treatment, was returned for evaluation. A lab analysis concluded that the clavicle plate fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross section could not bear the imposed patient loading, which led to an overload fracture. Fatigue cracking is caused by the plate bearing cyclic stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any applications of loads in excess of the material¿s strength, or poor bone quality. A clinical analysis of the x-ray photo provided confirms the plate breakage. Without the requested clinical information and without the return of the device for evaluation the root cause of the reported plate breakage could not be determined. The impact to the patient beyond the revision cannot be concluded. No further clinical assessment is warranted at this time. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the batch number. A review of the risk management file and instructions of use for the product was conducted. Factors and/or some potential probable causes that could include but not limited to traumatic injury, surgical technique, implant failure or design of device. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.